Event description:
It was reported that the right atrial (ra) lead exhibited high impedance. It was also noted that the clinic was unable to do an MRI due to lockout. The lead remains in use. No patient complications have been reported as a result of this event.